Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time (rrt). Approximately one week later, the device reached end of service (eos) due to an alert for excessive charge time of 16.03 secs. Charge circuit warning was also noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.